Event description:
(B)(4). It was reported that post a stenting treatment procedure, chest tightness on exertion and bilateral discomfort occurred. In (B)(6) 2008, the patient presented with a recent history of st elevation myocardial infarction and stable angina. Cardiac catheterization was recommended. The 12mm x 3.00mm, 90% stenosed target lesion was located in the distal right coronary artery (rca). The target lesion was treated with pre-dilatation and placement of a 3.00 x 16 mm study stent. Following post dilatation, residual stenosis was 0%. Two days later the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with chest tightness on exertion and bilateral discomfort. The 90% stenosed distal rca was treated using a 2.5 mm balloon and placement of a 2.75 x 18 mm non-bsc stent overlapping distally the previously placed patent study stent. Following post dilatation, the residual stenosis was 0%. The event was considered to be resolved without residual effects and the patient was discharged the next day.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).